Event description:
The ventilator alarmed o2 valve stuck closed. There was no patient involvement. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to function using an air gas source. The respironics service technician was unable to duplicate the reported problem, however, the service technician confirmed a diagnostic code in log history indicating detection of oxygen valve stuck closed. The service technician replaced the oxygen valve, oxygen motor controller board and oxygen flow sensor as a precaution. Performance verification testing was performed and the unit passed all tests to specifications. Factory analysis and testing was performed on all parts. All tests passed to specifications with no faults found.